Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they took a nap and woke up with a high blood glucose level that was over 600 mg/dl. The customer treated the high blood glucose with 20 units of insulin. The customer also reported that they were hospitalized on (B)(6) 2017 because they were not feeling well and was in pain. The customer's blood glucose level during the admission was 773 mg/dl. The customer was given insulin drip and was released when their blood glucose came back down. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was performed and insulin exited without incident. The customer's blood glucose level at the time of the call had come down to 504 mg/dl. The device will not be returned for analysis.